Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat surgical instrument's probe became loose but they were able to remove it from the patient before the probe could fall off into the patient during a total laparoscopic hysterectomy procedure. The procedure was able to be completed using a second thunderbeat. The malfunction caused a delay to the procedure of less than 30 minutes. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.